Event description:
During routine resectoscope case for fibroids, instrument was introduced without obturator. Fiberglass end broke off in the pt. A piece of the end perforated the uterus and was removed. A second piece had to be removed using the laparoscope.